Event description:
A report was received that the patient was experiencing pain at the pocket site even when stimulation was on or off. Lidoderm patches was administered. The patient is still in pain after applying the lidoderm patches.

Event description:
A report was received that the patient was experiencing pain at the pocket site even when stimulation was on or off. Lidoderm patches was administered. The patient is still in pain after applying the lidoderm patches.

Manufacturer narrative:
Additional information was received that the patient was using patch as prescribed by the physician. The mechanical pain at the ipg site was improving. The patient was doing well.

Event description:
A report was received that the patient was experiencing pain at the pocket site even when stimulation was on or off. Lidoderm patches was administered. The patient is still in pain after applying the lidoderm patches.

Manufacturer narrative:
Additional information was received that the physician prescribed flector patch.